Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the pump's battery life was less than expected and the issue occurred with multiple batteries. The reporter denied any damage to the pump casing or any moisture/corrosion in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 09/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/17/2016 with the following findings: the data from the reported date (B)(6) 2016 was overwritten due to continued pump use. A review of the available black box data did not find any evidence of short battery life. The pump powered on normally and did not draw excessive current. The pump successfully completed ez-prime steps with no issues occurring. The complaint of short battery life could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked and there was moisture corrosion on the printed circuit board.